Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope tip was damaged, causing sharpness. The event was found during reprocessing. No patient involvement.

Event description:
It was reported, the rigid video scope tip was damaged, causing sharpness. The event was found during reprocessing. No patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed: in addition, new damages/defects were observed: distal fiber breakage. Based on the results of the investigations, the probable cause of the complaint is cause traced to component failure. However, a definitive root cause could not be determined. Definitive root cause could not be determined. A device history record-DHR review was conducted, and no issues were identified. Olympus will continue to monitor field performance for this device.